Manufacturer narrative:
A philips field service engineer (fse) visited the customer site and performed diagnostic on the device. The fse stated "problem occurred on (B)(6) in room (B)(6)" the fse observed proper functioning and found no issues on the device. The fse recovered logs and configuration of the monitor and central stations and informed the customer that it is normal that fan alarms are not reported on the monitors and on the control unit. The fse also clarified that the monitor and central station were not configured to report ventilators alarms, and the speaker does not need to be replaced. Results of functional testing indicate no device malfunction. The device was operational per specification and no malfunction was found. Based on the information available and the testing conducted, the cause of the reported problem was due to a user configuration error. The reported problem was confirmed.

Event description:
The customer reported the mx750 has no more audible alarm sound. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).